Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to blood clots. The patient alleges vena cava perforation and bleeding. The patient further alleges fear and limited activity. (B)(6) 2020, per a report from computed tomography; ¿ivc filter. The superior tip of the ivc filter is approximately 3 mm above the right renal vein, and approximately 4 mm below the left renal vein. The filter components appear grossly intact. Ivc filter tip appears oriented straight along the course of the ivc, does not appear to contact the wall of the ivc. Posterior, medial, and lateral filter limb tips project beyond the lumen of the ivc, with fat planes between the limbs and the ivc. Laterally on the right, approximately 6 mm length of the filter component projects up to 1.5 mm lateral to the ivc wall. Posteriorly, approximately 6 mm length of the filter component projects up to 2 mm posterior to the ivc wall. The tip of the component is near and possibly contacts a lumbar artery anterior to l3. Medially, approximately 6 mm length of the filter component projects up to near 2.5 mm medial to the ivc wall, and contacts the adjacent wall of the abdominal aorta. The tip of the filter component may extend slightly into the wall of the abdominal aorta, without clear projection into the aortic lumen. Anteriorly, due to streak artifact, it is difficult to determine if there is a clear fat plane between the anterior limb of the ivc filter and the wall of the ivc.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc)/aorta perforation, bleeding, fear, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported bleeding, fear, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The following fields were updated per additional information received: b5, b6, h6. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
10jun2022, per a report from computed tomography; ¿the anterior strut penetrates 10 mm through the ivc wall. The left strut penetrates 7 mm through the ivc wall. The posterior strut penetrates 10 mm through the ivc wall. The right strut penetrates 13 mm through the ivc wall.¿